Event description:
Report received of a tubing separation. The customer contact stated that the tubing set "came apart" in the area where the tubing goes into the filter. The pt was receiving tpn therapy in the homecare setting at an unspecified rate. The homecare nurse was notified of the problem after the pt awakened to find the bed wet from the tpn. The customer contact stated that the therapy was missed due to the tpn leaking from the affected area and the remaining tpn being wasted as a precautionary measure against infection. The pt was taken a complete new set-up and the infusion was resumed. The customer contact reported that the pt did not experience any adverse effects. Though requested, no additional info was provided.